Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a punctured anterior and opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: - a puncture opening on anterior due to surgical damage like -a sharp opening on valve bond edge due to an unidentified (tear) opening. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.